Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: b4, b5, g3, g6, h1, h2, h3, h6, h10no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible mild subsidence of the lateral portion of the tibial component of right total knee arthroplasty. Recommend comparisons with prior films to assess for interval change.the complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a subsided tibia component. Pain requiring revision of tibial component. Poly and tibia were revised. Femur and patella remained in tact. No additional information according to the per.